Event description:
A ventilator was returned to a third party service center for service the device was not in patient use. During the evaluation of the device at a third party service center, the device failed a step during testing. The device's sensor board, oxygen blending module board and active exhalation control module were replaced to address the issue.